Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high bg, dka, pump error 53, 37 and 42 alarm. The test p-cap locks properly in place in the reservoir compartment noted. History download was successful using thus and carelink upload was successful. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. No unexpected pump error 37, pump error 42, or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm (line number 5632 file number 2005) due to a software error. Also, found in the pump history: pump error 37 alarm on (B)(6) 2021 at 18:31:00; pump error 37 alarm on (B)(6) 2021 at 09:28:00; pump error 42 alarm on (B)(6) 2021 at 18:31:00. The motor was tested outside the device and passed. The pump was received with scratched case and pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. Customer alleged confirmed for pump error 53 due to software error. Customer alleged confirmed in the pump history for pump error 37 and 42 alarm, problem isolated to the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. No unexpected pump error 37, pump error 42, or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. The motor was tested outside the device and passed. Device was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with unknown blood glucose level. Other blood glucose level was 897 mg/dl and 189 mg/dl. Customer was in intensive care unit. Also the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Displacement test and self-test was passed. It was unknown whether the customer was using the auto-mode feature. The insulin pump will be returned for analysis.